Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the patient had a heart attack on (B)(6) 2015. Since (B)(6) 2015, the patient was having muscle pain in hips, lumbar s1 area, and l5 down to end of toes. The patient's muscles hurt and they were in pain. No causes, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Relevant medical history included non-malignant pain.